Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an x-ray showed the left ventricular (lv) lead had pulled back into the atrium. The lead was explanted and replaced with an epicardial lead. No patient complications have been reported as a result of this event.